Event description:
It was reported that the lead perforated the right ventricle, resulting in pericardial effusion. The lead was explanted and replaced with a new one.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection found no deviations from the technical specifications that could be related to the perforation. In addition, the inspection detected cuts in the insulation (23 cm distal of the is-1 connector pin), which are probably a result of the implantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.